Event description:
It was reported that due to the patient¿s job, they walked through security detectors and used a wand regularly. Four days prior, the patient was using the wand and they felt a shock in the bicycle seat area that they thought was greater than a 1v increase in stimulation. It was noted the patient carried 37 pounds of ammunition and was worried about breaking the programmer, so they did not think they could turn stimulation off prior to using the devices. It was further stated the patient was ¿very happy¿ with their device and it had solved the issues they were having. Four days later, it was stated the patient would get a shocking or jolting sensation when they used a hand scanning metal detector wand. It was noted the patient could pass through medical detectors ¿just fine.¿ a temporary increase in stimulation was also noted when using the wand. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received indicated, the physician felt the event was device related, but when lowering amplitude the patient felt some relief in the clinic. Impedance measurements on 2014 (B)(6) were ¿all okay.¿ the etiology was also indicated to be due to programming and the severity was noted as ¿severe.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b3py, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient felt the shocking sensation and pain at the battery site (back). This would radiate down their groin and leg. It was stated the patient experienced frequency and urgency. It was also noted that "on occasion," the pain dropped the patient to their knees. The amplitude was lowered on (B)(6) 2014 and mirabegron and flomax finasteride were added. It was further indicated the device was turned off when the patient was at work around the metal detectors. The etiology of the event was noted as "possibly related" to the device or therapy. The event was reported to be ongoing.